Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient on (B)(6) 2021. Post procedure on (B)(6) 2021 patient complained of blurred vision and right hand numbness. The adverse events (ae) outcome was indicated as recovered/resolved on (B)(6) 2021. No treatment was provided for the reported adverse events. The adverse events were indicated as possibly related to study procedure, study device, dapt (dual antiplatelet therapy) , disease under study and an underlying condition or disease. It was noted that the patient has a past medical history of hypertension, current smoker, localized headache, carotid artery stenosis, depression, anxiety, dyslipidemia, idiopathic neuropathy, chronic obstructive pulmonary disease, gastroesophageal reflux disease.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient on (B)(6) 2021. Post procedure on (B)(6) 2021 patient complained of blurred vision and right hand numbness. The adverse events (ae) outcome was indicated as recovered/resolved on (B)(6) 2021. No treatment was provided for the reported adverse events. The adverse events were indicated as possibly related to study procedure, study device, dapt (dual antiplatelet therapy) , disease under study and an underlying condition or disease. It was noted that the patient has a past medical history of hypertension, current smoker, localized headache, carotid artery stenosis, depression, anxiety, dyslipidemia, idiopathic neuropathy, chronic obstructive pulmonary disease, gastroesophageal reflux disease. Additional information received on 14-nov-2023 confirmed that patient complained of blurred vision in 'left eye' only.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.